Event description:
It was reported that the left ventricular automatic threshold detected as greater than the programmed amplitude or suspended due to high capture thresholds. Additionally, loss of capture was suspected. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).